Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurring ¿alert 38¿ motor stall alarms on the ilet, loss of glucose data display, and sustained hyperglycemia despite multiple restarts, which led to shipment of a replacement device and return of the original. Symptoms included very nauseous feelings associated with a reported blood glucose up to 555 mg/dl and prolonged readings above 180 mg/dl. Outcomes included self-management without professional intervention, use of back-up subcutaneous insulin (6 units), and no hospitalization. Investigation included remote troubleshooting, review of user-reported high glucose details, guidance to synchronize data and shut down the device, and arrangement for device replacement and return. Investigation of the returned device revealed a suspected motor stall malfunction consistent with an insulin delivery failure leading to hyperglycemia.